Event description:
The following has been reported: "device found in office with note that said "battery failure - changed battery". Device would not turn on with out power cord. Attempted turning device on with power cord and screen displayed no battery image. Changed battery and device seemed functional. Ran battery related test through agilia partner software, all passed. Device is functional and returned to service." Reporting due to the referenced issue as a conservative measure. No adverse event reported. More information is needed to complete the investigation.